Event description:
The patient had a CT scan 2-2.5 years ago that shut the stimulation off. Additional information has been requested.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).